Event description:
It was reported that 10 days after the device was implanted, the pt presented in the ER with the complaint of flank pain. It was reported that the filter migrated caudally and 2 or 3 of the struts had perforated through the caval wall. One of the struts perforated the duodenum. The device was removed. A subsequent CT scan was completed and there did not seem to be any problem or leakage from where the strut had perforated. It was reported that after the CT scan, the doctor stated that the pt had an extra renal vein, which he felt may have contributed to the event.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned; however evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.